Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. No root cause could be determined. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, the lier off the pressure dome is pushed in. There was no delay in surgical procedure.